Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer went to emergency medical room due to car accident and low blood glucose of 51mg/dl on (B)(6) 2018. Customer¿s current blood glucose was 258mg/dl and customer was treated with food. Customer was wearing insulin pump at time of accident and hospitalization. Customer alleged for possible over delivery. Insulin pump will not be return for analysis.